Manufacturer narrative:
The available information suggests this product remains in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that this right atrial lead and the right ventricular rate/sense lead were reversed in this device header. The pocket was reopened and the leads were inserted into the correct ports. No adverse patient effects were reported.